Event description:
Customer's husband, david called to report a problem with the insulin pump under delivering insulin. Customer has been experiencing high blood glucose. Customer's blood glucose reading is 289 mg/dl. Customer disconnected and delivered 1 unit, a drop came out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.